Event description:
Wire tied in knot during placement of .017 wire in vein for access.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.